Event description:
It was reported during a pta/stent procedure in the subclavian vessel that a 28mm megalink stent was hand crimped onto the balloon catheter. The balloon was advanced to a lesion and was pressurized when the stent moved distally and the balloon moved proximally. The stent no longer covered the lesion so another coronary balloon was inflated to 5 atmospheres to attach the stent to the coronary balloon then dragged proximally through the vessel to cover the proximal half of the lesion. Another balloon catheter was used along with another co's stent to successfully overlap the existing stent as well as cover the proximal portion of the lesion. However, this add'l stenting necessitated "jailing" a vertebral branch.